Event description:
It was reported via repair work order that the brakes could not stay engaged due to worn brake cams and the mattress could not adhere to the litter surface due to missing velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.